Manufacturer narrative:
A medtronic representative went to the site to test the imaging system equipment. The representative found after troubleshooting that the mvs power cable intermitting failure. A new 115 vac power cable was ordered for replacement. The following day, the medtronic representative replaced the 115vac mvs input power ac cable then checked and tested system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the cable confirmed reported problem of "broken connector, no power to mvs". The black ground wire was open. The hardware investigation found that reported event was related to an electrical failure due to the black ground wire open. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) power cable was damaged and was partially disconnected from the cart. Replacement part was ordered. This was discovered outside of any patient involvement. No additional details were provided.